Event description:
Customer stated that the 3rd and 4th contacts on the device were gone. The plastic is melted and blackened on the device. A request was made for the return of the suspect device and replacement product was sent.